Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included rectocele in (B)(6) 2017 and anxiety. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included menses irregular, bladder irritation, uterine prolapse, urgency urination, bladder incontinence, dyspareunia, stress incontinence, inflammation and dryness vaginal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("bled every 2 weeks after having essure inserted"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("sharp pains almost constantly in lower abdomen"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and posterior colporrhaphy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the fatigue was resolving and the abdominal pain lower and polymenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016. Essure delivery device was placed in the right tube and essure coil was released. Greater than four coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical records received : lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, sharp pains almost constantly in lower abdomen, bled every 2 weeks after having essure inserted, did not undergo confirmation test. Outcome of event pelvic pain was updated. Reporter information, aka name, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. E13066, e13068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included rectocele in (B)(6) 2017 and anxiety. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included menses irregular, bladder irritation, uterine prolapse, urgency urination, bladder incontinence, dyspareunia, stress incontinence, inflammation and dryness vaginal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("bled every 2 weeks after having essure inserted"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("sharp pains almost constantly in lower abdomen"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced prolapse ("prolapse") and menstrual disorder ("my periods being bad"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and posterior colporrhaphy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the fatigue was resolving and the abdominal pain lower, polymenorrhoea, prolapse and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, polymenorrhoea, prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016. Essure delivery device was placed in the right tube and essure coil was released. Greater than four coils were visualized. Patient had used condoms for birth control and discontinued after essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Lot no:e13066 manufacturing date: 24-06-2015 expiration date: 2018-06-28. Lot no:e13068 manufacturing date: 2015-07-08 expiration date: 2018-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included rectocele in (B)(6) 2017 and anxiety. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included menses irregular, bladder irritation, uterine prolapse, urgency urination, bladder incontinence, dyspareunia, stress incontinence, inflammation and dryness vaginal. On (B)(6) 2016 the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("bled every 2 weeks after having essure inserted"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("sharp pains almost constantly in lower abdomen"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and posterior colporrhaphy). Essure was removed on 1(B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the fatigue was resolving and the abdominal pain lower and polymenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 and (B)(6) 2016. Essure delivery device was placed in the right tube and essure coil was released. Greater than four coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), rectal prolapse ('prolapse/ I have to have a rectum and bladder prolapse repaired') and bladder prolapse ('prolapse/ I have to have a rectum and bladder prolapse repaired') in a 26-year-old female patient who had essure (batch no. E13066, e13068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included rectocele in (B)(6) 2017 and anxiety. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included menses irregular, bladder irritation, uterine prolapse, urgency urination, bladder incontinence, dyspareunia, stress incontinence, inflammation and dryness vaginal. On (B)(6) 2016 the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("bled every 2 weeks after having essure inserted"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("sharp pains almost constantly in lower abdomen"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced rectal prolapse (seriousness criterion medically significant), bladder prolapse (seriousness criterion medically significant), menstrual disorder ("my periods being bad"), procedural pain ("I had a prolaspe repaired also. So it was a bit more pain.") And procedural vomiting ("I was up 1-2 hours after surgery. (I also had a prolapse repair) they gave me pain medicine and when I got up to walk, threw up"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and posterior colporrhaphy and prolapse repair). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the fatigue was resolving and the abdominal pain lower, polymenorrhoea, rectal prolapse, bladder prolapse, menstrual disorder, procedural pain and procedural vomiting outcome was unknown. The reporter considered abdominal pain lower, bladder prolapse, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, polymenorrhoea, procedural pain, procedural vomiting, rectal prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 and (B)(6) 2016. Essure delivery device was placed in the right tube and essure coil was released. Greater than four coils were visualized. Patient had used condoms for birth control and discontinued after essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Lot no:e13066 manufacturing date: 24-06-2015 expiration date: 2018-06-28. Lot no:e13068 manufacturing date: 2015-07-08 expiration date: 2018-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media contents received : events added- procedural pain, procedural vomiting. Event ¿prolapse¿ was replaced with events ¿rectal prolapse, bladder prolapse¿. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. E13066, e13068) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included rectocele in (B)(6) 2017 and anxiety. Previously administered products included for an unreported indication: citalopram. Concurrent conditions included menses irregular, bladder irritation, uterine prolapse, urgency urination, bladder incontinence, dyspareunia, stress incontinence, inflammation and dryness vaginal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and polymenorrhoea ("bled every 2 weeks after having essure inserted"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("sharp pains almost constantly in lower abdomen"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced prolapse ("prolapse") and menstrual disorder ("my periods being bad"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and posterior colporrhaphy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the fatigue was resolving and the abdominal pain lower, polymenorrhoea, prolapse and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, polymenorrhoea, prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 and (B)(6) 2016. Essure delivery device was placed in the right tube and essure coil was released. Greater than four coils were visualized. Patient had used condoms for birth control and discontinued after essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received. Lot number was added. Events: prolapse and menstrual disorder were added. Reporter and reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.